Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) has been confirmed. Upon investigation trunk cable connector was physically damaged, causing the service code. Additionally, the belt was found to have contamination. The belt will be removed from service. The root cause for the damaged connector could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing a service code 204 (belt/monitor unusable).